Event description:
It was reported that the patient had high impedance on diagnostics and his seizures had been steadily increasing over the past several months. X-rays were taken and reviewed by physician which showed a lead fracture. X-rays were not sent to manufacturer for review. No trauma or manipulation of the device was reported to have occurred. The patient underwent full revision surgery due to the lead fracture and generator end of service on (B)(6) 2010. Product has been requested, but has not been returned to manufacturer to date. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Conclusions - device failure occurred.